Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the large hem-o-lock clip applier instrument were faulty. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have both grip and pitch input disks broken. Input disks 5, 6, and 7 were found completely broken from the inside of the housing. This caused the jaws to be faulty.